Event description:
It was reported to medtronic neurosurgery that the nurse discovered during the operation that the connecting tube of drainage bag was broken. It was also reported that there was no injury to the pt.

Manufacturer narrative:
The distal arm of the pt line stopcock and the sampling port arm of the mainline stopcock were cracked. The inlet tube leading into the drainage bag was severed. It is unk how or when these damages occurred. The damages led to the device not meeting requirements for the leakage test. A review of the mfg records showed no anomalies.